Event description:
It was reported that patients ipg will not hold a charge. It was noted also that the patient feels the stimulation in non-target pain area. The patient underwent an ipg replacement procedure and doing well post operatively. No device malfunction was suspected. The explanted device will not be returned as per hospital policy.